Event description:
The pt was revised because of minimal poly wear of the insert.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported polyethylene wear; however, polyethylene wear after 15 yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.